Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer was able to clear the alarm and able to complete the rewound process. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.